Event description:
It was reported that during a peripheral angioplasty treatment procedure, a small piece of plastic was found within the blue max 20 balloon lumen. The lumen for the guide wire was flushed, and the balloon was advanced over a zipwire guide wire. The balloon was gently inflated to about 12 atms, then was deflated. Upon deflation, a small piece of plastic was noted within the syringe used for deflation. This object was abruptly removed from the sterile field. The plastic piece never came into contact with the pt and there were no adverse effects to the pt. The plastic piece did not affect the overall function of the balloon. The balloon functioned properly without any other incident. The procedure was successfully completed. "The balloon and balloon shaft remained completely intact and performed flawlessly." No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.